Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2008: patient underwent first spinal surgery. On (B)(6) 2011: patient underwent second spinal surgery in which rhbmp-2/acs was implanted.post op, on an unknown date, one year later, one of the rods broke.surgeon waited to see if patient would fuse but in 2015, the second rod broke.the rods were manufactured by another manufacturer.the surgeon informed that the rods broke due to metal fatigue and non union. On (B)(6) 2015: patient underwent third spinal surgery(revision surgery) in which again rhbmp-2/acs was implanted to try and promote fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the muscles of patient's upper back is messed up. Patient had neurological test on (B)(6) 2017.